Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2011, product type: lead. Product ID: 3058, serial#(B)(4), product type: implantable electrical stimulator. (B)(4).

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient saw their healthcare provider (hcp) yesterday and there were 80 months left of battery life, but last year the battery test told the patient they only had a few months of battery life left. The hcp told the patient that only one lead was still attached. The patient planned to have the device replaced for a previously reported por code. No symptoms were reported. No further complications were reported/anticipated. See related MFR report #3004209178-2017-08262 for information pertaining to por code and planned device replacement.

Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: neu_unknown_lead, implanted: (B)(6) 2011, product type: lead.

Event description:
Additional information was received from a consumer (con). It was reported that the patient was going to be scheduled for a surgery, probably in (B)(6) 2017, for a total system replacement. The original lead was implanted on (B)(6) 2011. They were under the impression that they had two leads implanted and one was no longer attached or working. They were planning on getting two new ones during the replacement in (B)(6) 2017. They also thought that the 80 months left was a false reading because, within a month of seeing the hcp, it stopped working again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.